Event description:
It was reported that according to the patient's family members, the patient appeared to begin experiencing facial stimulation in 2005. The audiologist scheduled an appointment to program around any facial stimulation. During the appointment the patient did not observe facial stimulation but rather, observed a negative reaction to the implant. The patient appeared to be resistant to wearing the device. Testing revealed a status on "hi" on 8 channels. 3 channels to be involved in a short circuit.